Event description:
The plaintiff alleged that he experienced a ill defined event on ni/ni/ni after the use of the product.

Manufacturer narrative:
This reported event is the same pt involving two separate products and associated with MDR # 1225714-2013-00680.